Event description:
The pt had a synchromed infusion system implanted on 2001 for the treatment of non-malignant pain. The device was explanted and returned to the MFR without info about the reason for return. Hcp has not provided any info despite repeated attempts made to contact them.